Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Customer stated that they just refilled the reservoir and when the pump was priming, the alarm occurred. Customer tried removing and reinserting the battery but it loops them back to the same issue. Customer stated that the drive support cap appeared to be normal. Customer was advised to discontinue use of the device and revert to a back-up plan. It was explained to the customer that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer agreed to return the pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to a loose drive support disk. The pump also had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked reservoir tube and a cracked case near the display window corners.